Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system received a shock. During evaluation it was determined that this system exhibited noise and oversensing on the right ventricular (rv) channel. Sensing and thresholds are stable; however, the pace impedance measurements had sudden increased from 698 ohms to 1,722 ohms. Pocket manipulation was performed and noise was recreated. It was believed that this rv lead was fractured. The patient is hospitalized and being monitored for inappropriate shocks. No adverse patient effects were reported. Additional information was subsequently received confirming that a revision procedure had been performed, and a lead fracture was identified approximately 10 centimeters from the lead connector and not visible under fluoroscopy. The lead was also tested through the pacing system analyzer (psa), which confirmed noise, loss of capture and pace impedance measurements greater than 2,000 ohms. The lead was surgically capped and abandoned. A new lead was successfully placed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.